Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1194 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that two catheters were placed on (B)(6). During placement of these two catheters, no ¿click¿ was heard when attaching the strain relief. No other information was provided. This report addresses the second device.